Manufacturer narrative:
Inratio precision data provided by end-user: first inr: 5.5, second inr: 4.8, mean: 5.15, sd: 0.49, percent cv: 9.61. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold (B)(4) was reached. Strip lot #248203 has strip code bd5e8 with brick lot #237419, which was assigned and packaged into two strip lots (247452 and 248203). (B)(4). Due to this low occurrence rate, below the total threshold of (B)(4) for corrective action, no further action is required. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.5, 4.8. Patient's therapeutic range: 2-3 inr.